Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: it was reported that the cm nail impingement on the distal static and dymamic drill holes with the long 4.3 cal drill bit on the back table before implanting. Dr (B)(6) decided to implant the nail anyway. He had a difficult time drill across the bone and nail and placing screw. Patient-no health consequencies. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Surgical technique sap: the distal targeting for short nails is described in the surgical technique. The standard targeting guide is designed to target the distal static (st) and dynamic (dy) holes in short nails. As the guide is designed to work with both left and right st and dy holes, care must be taken to ensure that the correct targeting holes (left or right) are used for drilling and screw placement. Conclusion: it was reported that the cm nail impingement on the distal static and dynamic drill holes with the long 4.3 cal drill bit on the back table before implanting. Dr (B)(6) decided to implant the nail anyway. He had a difficult time drill across the bone and nail and placing screw. No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the part is unknown. There are also no intra-operative pictures available which show the issue occurred during the surgical procedure. However, the surgical technique describes the correct surgical procedure for the distal screws. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
The manufacturer did not receive the device for investigation, product was implanted. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the cm nail impingement on the distal static and dymamic drill holes with the long drill bit on the back table before implanting.